Manufacturer narrative:
(B)(4). Batch # unk. Date of event it 2019. Event day and event month were not provided. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date no device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic lower anterior colon resection when firing it seemed tougher to fire than normal and had incomplete staple formations. The surgeon completed the case by over sewing the staple line. There were no adverse patient consequences.